Manufacturer narrative:
B2: other serious - in this case there was no reintervention performed. However, there is a potential for reintervention. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. It should be noted; the device was implanted in the tricuspid position. At this time, the pascal precision transcatheter valve repair system is only indicated for the native mitral valve in the us, addressing degenerative mitral regurgitation. But it is approved for both tricuspid and mitral spaces in the region where the procedure was performed. Therefore, deployment in the tricuspid position will not be considered off-label in this case.

Event description:
As per the report received from canada, edwards received notification of a pascal precision ace procedure in the tricuspid position. Approximately nine months post-procedure, a single leaflet device attachment (slda) of the second device implanted during the index procedure was discovered. The slda was an incidental finding observed during an elective left atrial appendage procedure. Transesophageal assessment revealed the second pascal device had detached from the anterior leaflet resulting in a worsening of the tricuspid regurgitation (tr). Tr after the index procedure was mild and after the slda was moderate-to-severe. No actions have been planned so far.